Event description:
Rn obtained xeroform gauze product that was intended for pt use to dress burn wound. When rn opened the product, she noticed the product was dry instead of being moist as is expected. Infection prevention alerted and product was tested. Results of gauze testing revealed that it was positive for bacillus. MFR alerted and product removed from supply. Product was not used on pt.